Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient experienced two urinary tract infections over the course of two months using the purewick external catheter. The complainant reported that the patient was in the hospital and receiving intravenous antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. Using standard suction tubing, connect the purewick® female external catheter to the collection canister. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick® female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick® female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Maintenance: replace the purewick® female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick® female external catheter. Removal: to remove the purewick® female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick® female external catheter directly outward. Ensure suction is maintained while removing the purewick® female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Indication for use: the purewick® female external catheter is intended for non-invasive urine output management in female patients. Caution: this product contains dry natural rubber contraindications: patients with urinary retention warnings: do not use the purewick® female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick® female external catheter against the skin during placement or removal. Never insert the purewick® female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick® female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon do not use barrier cream on the perineum when using the purewick® female external catheter. Barrier cream may impede suction. Not recommended for use on patients with a known latex allergy. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewick® female external catheter. Maintain suction until the purewick® female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Prior to connecting the purewick® female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewick® female external catheter remains in the correct position after turning the patient. Remove the purewick® female external catheter prior to ambulation. Properly placing the purewick® female external catheter snugly between the labia and gluteus holds the purewick® female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick® female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewick® female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." (B)(4).

Event description:
It was reported that the patient experienced two urinary tract infections over the course of two months using the purewick external catheter. The complainant reported that the patient was in the hospital and receiving intravenous antibiotics.